Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedance measurements on the right ventricular (rv) channel. Over the past month, the impedance values have increased, with several readings around 110 ohms, now reaching 125 ohms. Technical services (ts) recommended monitoring the trend and advised an in-clinic visit for a defibrillation threshold (dft) test if the impedance approaches 145 ohms. No adverse patient effects were reported. This ICD remains in service.